Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the instrument would not open or close. The intuitive motion was not being experienced because the grip cable was broken. The cable segment sticks out at the wrist. The other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported prior to starting a da vinci si surgical procedure the large suturecut needle driver instrument jaws would not open or close. No patient harm, adverse outcome or injury was reported.